Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified rear end of the left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcification despite several attempts. The physician removed that device and it was found that the stent strust were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified rear end of the left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcification despite several attempts. The physician removed that device and it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the stent found stent damage. Mid-proximal stent struts were lifted from their crimped position. The undamaged stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.